Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was performed in 2008 with predilation performed prior to stenting of the distal cx with one xience v stent. No procedural complications were reported. At about 8 months later, the patient experienced chest pain or angina equivalent and was hospitalized. A diagnostic angiography was performed. Revascularization was performed on the target lesion with xience v stents placed in the proximal and distal cx. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Angina and stenosis, as noted in the xience IFU, are known adverse events associated with coronary stenting and not necessarily indications of a product quality deficiency. There was no report of product malfunction. It is likely that the angina is a secondary effect of the stenosis which required hospitalization. In this case, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.